Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator or failed back surgery syndrome and spinal pain. It was reported that the patient was reprogrammed in (B)(6) of 2018 and the implantable neurostimulator (ins) was working. But since the cold weather started, it was noted that the ins was not working. The caller said it was set to 6.0 and the patient could feel the stim, but it was not going to where their target pain was at. The family member told the patient¿s healthcare professional (hcp) was told that they thought the lead was too high. The patient saw their hcp on the day of the report and the hcp wanted the patient to meet with a manufacturer representative (rep) for reprogramming. In the end, the caller was redirected to the patient¿s hcp in case they do not hear from the rep. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep saw the patient on (B)(4) 2019. The device was reprogrammed and good coverage in the hip area where it was needed was achieved. Impedances were good. The rep didn't check lead placement as the physician wasn't in the clinic. It was undetermined if the position of lead has changed. The issue was resolved. No further complications were reported.